Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. G5: PMA/510(k)#: k222591. H4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 5. It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), there was one molecular false positive. No patient impact reported. The following information was provided by the initial reporter: "false positive candida tropicalis on the biofire. Customer states they received march 2023 letter from bd acknowledging the false positive molecular results and they are ensuring the gram stain matches the molecular results."

Event description:
Report 1 of 3. It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), there was one molecular false positive. No patient impact reported. The following information was provided by the initial reporter: "false positive candida tropicalis on the biofire. Customer states they received march 2023 letter from bd acknowledging the false positive molecular results and they are ensuring the gram stain matches the molecular results.".

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information b5. Describe event. Report 1 of 3. It was reported that when using the bd bactec¿ plus aerobic/f culture vials (plastic), there was one molecular false positive. No patient impact reported. The following information was provided by the initial reporter: "false positive candida tropicalis on the biofire. Customer states they received march 2023 letter from bd acknowledging the false positive molecular results and they are ensuring the gram stain matches the molecular results.". H.6. Investigation summary: catalog: 442023. Batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.